Manufacturer narrative:
The device was explanted, however remains in service externally. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure. The patient has intermittent heart block, therefore, this device remains active while taped to the patient's back. A new lead was attached to the device and through the internal jugular vein to the ventricle as a temporary pacing system.